Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one week following a laparoscopic distal pancreatectomy, the patient experienced portal vein leakage. It was unknown whether the reported reload was the direct cause, but the portal vein leakage occurred due to pancreatic juice leakage. Possibly, due to staple deformation at the stump of the splenic vein, pancreatic juice infiltrated into from the vein which resulted in possibility of reaching the portal vein. Bleeding of more than 500cc was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one week following a laparoscopic distal pancreatectomy, the patient experienced portal vein leakage. It was unknown whether the reported reload was the direct cause, but the portal vein leakage occurred due to pancreatic juice leakage.possibly, due to staple deformation at the stump of the splenic vein, pancreatic juice infiltrated into from the vein which resulted in possibility of reaching the portal vein. Currently, the portal vein leakage has stopped. There was no patient injury.